Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional test of the returned device were performed. Visual inspection revealed that the #20 electrode was bent and lifted, with exposed wires. Proper manufacturing assembly of the electrodes was observed. No other damage or anomalies were observed on the device. The device was connected to the carto 3 system, and it was recognized and visualized; however, a black electrode was observed on the screen due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The open circuit and electrode damage observed could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the open circuit could not be determined. The potential cause of the electrode damage could not be established. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav and when the catheter was connected and was inserted into the patient¿s body, signal noise occurred on electrode 17-18 and 19-20. It was observed on both the carto 3 and the lab, so the electric potential was unable to be seen. When the spines were checked on the carto 3 screen, the electrodes on the reported spines were displayed in black. The issue was not resolved by replacing the cable but was resolved by replacing the catheter with a new one. The procedure was completed successfully. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional test of the returned device were performed. Visual inspection revealed that the #20 electrode was bent and lifted with exposed wires. This finding is MDR reportable.